Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regard to a chemoclave® vented bag spike that experienced no flow during infusion. The reporter stated that, "solution couldn't drip because of the silicone was sunken." The event occurred during infusion. There was no bleedback, no chemo, and no biohazard.the customer requested for an evaluation letter. There was patient involvement but no adverse event/patient harm, and no delay in critical therapy. There is no concomitant drug and normal saline only. There was no physical defect on the product and no problem after replacing the tube.

Manufacturer narrative:
Received one (1) used. List# ch-14, chemoclave® vented bag spike; lot# unknown, as received, clave with seal in stick down position. No other physical damage or anomalies observed. No mating device was returned for evaluation. Chemoclave was diss assembled and damaged spike was observed, also anomalies noted on seal. Customer complaint confirmed, blue connector is recessed, causing water leakage probable cause is due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm.